Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in the united kingdom, it was a case of a 29mm sapien 3 ultra resilia valve implanted in the aortic position by transfemoral artery approach. During the procedure, difficulty was encountered when inserting the valve and delivery system through the esheath+, with increased push force noted. The tip of the 29mm transcatheter heart valve caught on the liner of the 16f esheath+ during insertion. The prior use of an 18f dilator in the sheath may have created a point of friction within the esheath+. As the delivery system advanced, the valve appeared to exit the sheath prior to the end hole, followed by tearing of the liner and a split along the shaft from approximately the midway point, while the seam and liner remained intact along the proximal half. Both the delivery system and the valve protruded through the side of the sheath while in the patient. A bent strut was then observed on the distal end of the transcatheter heart valve during exit from the sheath, which appeared to correct with valve alignment and did not affect deployment. The valve was implanted successfully, and the system and sheath were removed without patient injury. The patient remained in stable condition. As per information provided, the root cause of the event is related to the tip of the 29mm transcatheter heart valve caught on the liner of the 16f esheath+ during insertion, and the prior use of an 18f dilator in the sheath may have created a point of friction within the esheath+.